Event description:
It was reported that during implant, the right ventricular (rv) lead perforated. The rv lead was removed and no rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.